Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon and the inflation lumen. The tip is damaged. Microscopic examination revealed that the balloon has an 11mm longitudinal tear starting 27mm from the proximal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the intermittently tortuous and severely calcified vessel below the knee. After a guide wire crossed the lesion, a 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, after several inflations, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the intermittently tortuous and severely calcified vessel below the knee. After a guide wire crossed the lesion, a 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. However, after several inflations, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.